Manufacturer narrative:
This is 2 of 4 mdrs relating to the same reported event. Please also see mdrs: 2242816-2011-101, 2242816-2011-103, 2242816-2011-104.

Event description:
It was reported that an xray identified a fractured screw. Physician decided to leave the screw implanted as there has been no adverse effect or other issues associated with the event. Patient outcome: no adverse effect reported as a result of this event.